Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that they received a catheter tip motion detected message after the physician set the sheath and passed the needle through the catheter. The customer sales representative (csr) stated that the physician dismissed the error message but then noticed the catheter may have moved so they had to re-navigate to the lesion to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was unknown if physician pushed the passive mode button or if the passive mode engaged due to system fault state.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the physician dismissed the error message but then noticed the catheter may have moved so it was re-navigated to the lesion to continue. The system was verified and ready to use.